Event description:
It was reported patient underwent ankle syndosmosis repair (B)(6) 2013. As the surgeon attempted to pass the syndosmosis through the prepared hole, the suture snapped on two attempts and was retained by the patient.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.